Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy while a replacement pump with updated software was sent. Instructions were provided for returning the malfunctioning pump and using the new one, which the customer understood and acknowledged.